Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, displayed a monitoring voltage measurement of 2.54 volts and it was unknown as to when mol2 had occurred. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information becomes available, this report will be further evaluated and updated. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Analysis was subsequently performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.